Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Four photos were received for evaluation. The first photo showcases the three-way catheter and syringe, it's evidenced the balloon partially inflated and one sided. The second photo zooms into the partially inflated and one-sided balloon. The next two photos show the catheter's cap with the printed lot number and the tray's label. Also received 1 all silicone foley catheter with syringe. Visually inspected catheter and no visual defects present. The balloon was inflated with 10ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) using the returned syringe. The balloon was asymmetrical, the concentricity was found to be 100:00. The returned syringe was connected, and the balloon passively deflated in under 5 minutes: 3 min 44 seconds. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion of the balloon catheter, the balloon was filled with water, but it was torn and could not be fixed. Per notification from investigator on 02oct2024, asymmetrical balloon was found during evaluation.

Event description:
It was reported that after insertion of the balloon catheter, the balloon was filled with water, but it was torn and could not be fixed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.